Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional (hcp) reported that a customer experienced pain with use of the adc device. The customer experienced pain and swelling was given ibuprofen and keflex (oral antibiotic) for treatment by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the sensor plug assembly and no failure modes were observed. The sensor plug was properly seated. Issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional (hcp) reported that a customer experienced pain with use of the adc device. The customer experienced pain and swelling was given ibuprofen and keflex (oral antibiotic) for treatment by the hcp. There was no report of death or permanent impairment associated with this event.